Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), it was discovered that the front response button was missing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. Upon eval the monitor was missing the front response button. The root cause for the damaged response button could not be positively identified but was likely excessive force during the pt use. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.